Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 7 had failed storage space and main drawer 5 had clicking noise but not opening. The customer reported there was an issue occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 7 and 5 were failed. A field service engineer found that syringes loaded at an angle in the back row 2x2 cubie were causing the lid to pop up and interfere with the drawer opening. The fse discovered damaged rails and replaced them to resolve the issue. The system functioned as intended after the field service engineer repaired the device.